Event description:
Timer on unit malfunctioned and did not shut off at the specified time. Pt received first and second degree burns and photo radiation induced cellulitis. Pt was admitted to hosp burn unit. MFR was notified and repairman confirmed timer was malfunctioning on 10/23/95. Timer was replaced on 10/30/95.